Manufacturer narrative:
The root cause for the emptying of the polymer syringe and intravascular leak of polymer could not be definitively confirmed with the information available; intraoperative and/or post-operative imaging was not available for review. The most likely cause of the emptying of the polymer syringe and intravascular leak of polymer was likely due to a compromise in the integrity of the aortic body stent graft fill channels and/or mating junction of the delivery system to the stent graft; however, this could not be definitively confirmed. The delivery system was not available for evaluation and the stent graft remains implanted. The unresolved intraoperative type ia endoleak was likely due to insufficient polymer within the aortic body stent graft in conjunction with significant juxtarenal angulation (68 degrees) outside the indications for use. Tthe patient was converted to open surgical repair and the stent graft was explanted on (B)(6) 2018. The patient tolerated the procedure and is doing well; as of the date of this report, there have been no additional patient sequelae reported. A review of the device quality records showed that the device demonstrated compliance to established procedures and specifications at the time of manufacture.

Manufacturer narrative:
The lot history records related to the subject device referenced in this complaint record were reviewed for potential contributing factors for the failure mode(s) described in this event. A review of the device quality records showed that the device(s) demonstrated compliance to established procedures and specifications at the time of manufacture.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The aortic body stent graft was positioned and deployed as expected. Upon polymer fill of the aortic body stent graft, the polymer syringe was observed to have emptied indicating a potential intravascular leak of polymer, and the patient experienced hypotension. The patient was treated for a hypersensitive reaction per the IFU and was stabilized. The final angiogram showed the presence of a type ia endoleak. As of the date of this report, there have been no additional patient sequelae reported and the patient will continue to be monitored.